Event description:
It was reported a spectrum pump experienced constant air in line alarms, where no air was present. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The distance between the upstream pusher and upstream sensor was found out of specification. The distance has been adjusted and the upstream sensor has been replaced.